Event description:
It was reported that during a routine follow-up, the pulse generator could not be interrogated. The physician elected to discontinue the use of the device as the patient was pacing less than one percent. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).